Event description:
Customer's mother reported, customer was hospitalized for high blood glucose. Customer's mother stated customer has an issue with bent cannula. Troubleshooting was performed and pump appeared to be operating normally. High pressure test could not be performed since customer did not have a clamp.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.